Event description:
Caller reported a cartridge alarm 20 during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer decided to use multiple daily injections as a temporary solution and was informed by technical support that a replacement pump with updated software would be sent. Technical support provided instructions for putting the pump into storage mode and returning it to tandem, which the caller understood and acknowledged.